Manufacturer narrative:
All pertinent information available to sight sciences, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr 803. (B)(4).

Event description:
The site reported that the microcatheter was severed while performing visco-dilation. The entire device was removed from the eye. At this time there is no known adverse impact to the patient. Additional information has been requested.